Manufacturer narrative:
On-site investigation was performed by third party. The claimed issue was reproduced during troubleshooting. According to received information in problem description, the gas supply test and flow transducer test failed during pre-use check. Air gas module has been indicated as defective and needs to be replaced. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. The defective part has not been returned fot the further investigation. Our conclusion is that the defective part was the cause of the failure.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).